Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s charger was not working, the ilet had no sensor connected, and dosing had stopped in bg run mode, after which the user experienced sustained hyperglycemia with reported glucose values over 500 and as high as over 600. Symptoms included thirst and not feeling well, with no ketone testing performed and no back-up therapy or professional medical intervention used. Outcomes included no hospitalization and no reported long-term impairment. Investigation included troubleshooting and education, with recommendations to obtain ketone test strips, contact the healthcare provider for guidance on reverting to backup therapy, and reconnect once in range with a new sensor. Investigation of this case revealed that the cause of the hyperglycemia could not be determined, with contributing factors including absence of a connected sensor leading to suspended dosing and a depleted ilet battery due to a nonfunctioning charger. It was concluded, based on previously established findings for similar reports, that the cause was unclear.